Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when the device went into back up vvi mode. The patient was asymptomatic and stable. A device download was performed successfully.